Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) technical support to report an issue. The patient reported that the island dressing was hard to remove. It had pulled her skin the other day. She advised that the island dressings that have the paperback are hard to take off and that it hurts when being taken off. Patient was able to heal hurt site with neosporin, it did not cause a reaction to her skin. There was patient involvement, and there was harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).